Event description:
During product evaluation, the philips authorized repair facility technician found the mx40 telemetry device had no sound. The device was not in use on a patient at the time of event, there was no patient involvement.

Manufacturer narrative:
The actual device was returned to the philips authorized repair facility where the technician found the mx40 telemetry device had no audio due to a speaker malfunction. The technician confirmed the device had been tampered causing internal damage to the device. The technician reports that the speaker is inoperable due to major corrosion of connector and power board of system board.